Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after placement of the foley catheter and after surgery water leaking from the tubing and the balloon deflated and came off the patient on its own.

Event description:
It was reported that after placement of the foley catheter and after surgery water leaking from the tubing and the balloon deflated and came off the patient on its own.

Manufacturer narrative:
The reported event was confirmed cause unknown. The photo sample was returned and could not be evaluated for the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used temp sensing foley catheter 119314 and lot number ngjx0310. Visual inspection of the sample noted that the catheter balloon was partially inflated. Using the (in house) syringe attempted to inflate the catheter balloon with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the solution immediately leaked from a pinhole measuring 0.011" at the trifurcation site. The labeling is found to be adequate a review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Correction: d, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.